Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarms and they also had issue with up arrow key on the keypad. Customer's blood glucose level was high of 479 mg/dl at the time of incident but they did not used the insulin pump system within 48 hours prior to the reported high blood glucose incident. Customer also stated that they were in emergency room because of high blood glucose. Customer reported that they had to go the bathroom, felt thirsty and had a body ache. Customer was hospitalized on (B)(6) 2019. Customer was treated with intravenous fluid and shot of insulin at the hospital. Customer reported that they tried treated their high blood glucose with the bolus via insulin pump. Customer stated that their insulin pump kept alarming motor error alarm and reservoir was leaked. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer declined to further troubleshooting. Insulin pump and reservoir will not be returned for analysis.